Manufacturer narrative:
Maquet cardiopulmonary is aware of similar complaints. The devices displayed a similar malfunction which were tested and evaluated under an optical microscope. Delamination of some gas fibers was observed which allowed for the priming solution or blood to flow inside the gap between the gas fibers and polyurethane. Gravity then allowed for passage to the gas exiting path along the housing. The most probable root cause is the delamination of the hollow gas fibers from the polyurethane potting area. A review of the qual control process confirms that 100% functional inspection for leakage is performed during production. Maquet cardiopulmonary ag has initiated an internal process (B)(4) to address the appropriate corrective and preventive action. A supplemental medwatch will be submitted when new info becomes available.

Event description:
It was reported that the device started leaking from the gas outlet while in use. Leakage- as drops was 70-80 ml over a four hour period. The device was swapped for another and therapy continued. No reported pt effect. (B)(4).